Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat the left superficial femoral artery and suprapatellar popliteal artery as well as angioplasty of the left anterior tibial artery and left lower limb arteriography. The 5.0x120mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion and during deployment, the distal end of the stent released correctly; however the middle portion of the stent looked ¿frayed¿, and normal deployment of the proximal end of the stent. Two additional stents were implanted as treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.